Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-dec-2019 with the following findings: a review of the pump black box showed one unexplained loss of prime with low non-zero force. During testing, the pump powered on with a blank display. Further testing was not able to be performed. The complaint of a loss of prime issue was unable to be adequately investigated. The blank display issue has been reported on animas medwatch report number 2531779-2019-05905. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.